Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that prior to use, the ez-io driver for io access were checked in an emergency medical emergency according to the instructions: green led lights up after the trigger was pressed, which means that the battery is sufficiently charged according to the instructions. A short time after the start of drilling on the patient, the driver lost the power as soon as the needle had penetrated the cortex. The placement of the io access was delayed considerably as a result of this, since another ez-io device had to be taken from the rtw. This worked without a problem.

Manufacturer narrative:
(B)(4). The patient was transferred to the target hospital with stable vital signs. The insertion site was the right tibial head with a 25mm needle. The driver failed even with normal pressure managed by an experienced operator. Manual insertion was not attempted because he patient was very muscular and uncooperative with reduced vigilance and respiratory depression due to opiate overdose. Approximately 5-10 minutes passed until a replacement driver was removed from the ambulance and ready for use (longer walk over several floors to the vehicle). Ez-io access was achieved with the backup driver with the same needle that was already stuck in the cortex. The field office staff had already carried out 10 frustrating puncture tests on peripheral veins before the emergency medical alert was given.

Event description:
It was reported that prior to use, the ez-io driver for io access were checked in an emergency medical emergency according to the instructions: green led lights up after the trigger was pressed, which means that the battery is sufficiently charged according to the instructions. A short time after the start of drilling on the patient, the driver lost the power as soon as the needle had penetrated the cortex. The placement of the io access was delayed considerably as a result of this, since another ez-io device had to be taken from the rtw. This worked without a problem.

Event description:
It was reported that prior to use, the ez-io driver for io access were checked in an emergency medical emergency according to the instructions: green led lights up after the trigger was pressed, which means that the battery is sufficiently charged according to the instructions. A short time after the start of drilling on the patient, the driver lost the power as soon as the needle had penetrated the cortex. The placement of the io access was delayed considerably as a result of this, since another ez-io device had to be taken from the rtw. This worked without a problem.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable with a solid green led light displaying. The trigger guard was still tethered to the driver. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 6.12; insertion 2: 4.47; other remarks: insertion 3: 3.62. Hard profile (105 lbs/ft3) insertion 1: 10.28; insertion 2: 9.34; insertion 3: 8.75. The driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 08/2011 and is approximately 6.5 years old. The complaint cannot be confirmed. Functional testing confirmed that the battery provided enough electrical energy to execute insertion until a new driver could be ordered. No corrective/preventative actions will be assigned. The complaint cannot be confirmed. The driver successfully negotiated both the soft and hard saw bone insertion testing. It should be noted that during the hard saw bone insertion test the driver status lamp moved from solid green to blinking red indicating that the battery had approximately 10% of its electrical energy left. When the red lamp comes on it is a warning/reminder that a new driver replacement should be ordered immediately. The driver was operating exactly as designed. No further action required.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The complaint sample is not available for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance could not be performed as the lot/serial # of the driver was not reported. The complaint sample is not available for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported that prior to use, the ez-io driver for io access were checked in an emergency medical emergency according to the instructions: green led lights up after the trigger was pressed, which means that the battery is sufficiently charged according to the instructions. A short time after the start of drilling on the patient, the driver lost the power as soon as the needle had penetrated the cortex. The placement of the io access was delayed considerably as a result of this, since another ez-io device had to be taken from the rtw. This worked without a problem.